Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section h10/h11 additional mfg narrative type of the supplemental medwatch report 001 indicated: physio-control replaced the main keypad assembly and after passing functional and performance testing, the device was returned to the customer. The cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs service event code a00b is logged by the device memory following a failure of the device to deliver defibrillation energy. Section h10/h11 additional mfg narrative type of the supplemental medwatch report 001 should indicate: physio replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer. The likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. Section h6 results code grid of the supplemental medwatch report 001 indicated: operational problem identified (114) section h6 results code grid of the supplemental medwatch report 001 should indicate: impedance problem identified (3257)

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the main keypad assembly and after passing functional and performance testing, the device was returned to the customer. The cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs service event code a00b is logged by the device memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.